Manufacturer narrative:
(B)(4). Batch # t5cr4e. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic unknown procedure, the jaws did not open after the 3rd firing, so that the posterior cartridge could not be loaded into the jaw. The deployed staples were formed as intended. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.